Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor autozero failure occurred. The remote service engineer (rse) advised the customer to correct the pin alignment of the autozero solenoid pins into the data acquisition (da) printed circuit board assembly (pcba). The investigation is ongoing.